Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they were experiencing itching on their back by the bandages. The patient noted that they took a benadryl. It was indicated that it was unknown if the issue was resolved at the time of report. Additional information was received from the patient on (B)(6) 2017. The patient reported that the wire got caught in their depends and may have come out a little. It was indicated that the issue was not resolved at the time of report. Additional information was received from the patient on (B)(6) 2017. The patient reported that they felt like the wire was caught on the tape and was pulling. The patient noted that it was very painful. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Additional information from the healthcare professional (hcp) reported the patient did not report any of the issues to the healthcare professional (hcp) office on (B)(6) 2017. There were no further complications that have been reported as a result of this event.